Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not feed water into the circuit and reaches a high temperature when is switched on. There was no patient involvement, there was no harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Component and evaluation codes: updated. One device was received for evaluation. The complaint was confirmed. The cause was a defective pump. Replaced the pump and the device passed all tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.